Event description:
Customer states they had a driver failure. Upon more investigation per email the drill showed no light indicator, no physical damage, and has no power to the device. We have record of this device going into service here 6/2020. Additional information: the patient's condition immediately prior to this event was deteriorating. There was no patient harm. The insertion in the proximal tibia under normal pressure. The approximate delay in achieving access was less than 1 minute using a back-up driver on the unit. The patient is deceased.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The driver had no power when the trigger was pulled, no operational status light display. Functional inspection could not be accomplished as the driver battery pack is completely exhausted. The driver was opened to test and record operating characteristics. Battery voltage measured as 2.443 dc volts (voltmeter: ref-002629) without being activated. Battery voltage measured as 0.0 dc volts (voltmeter: ref-002629) when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 2,062 ,715 and the cycle count was 148. Both values are far below the expected values of an end of life battery pack and there were no extended run cycles. The current of the circuit was measured to be 0.380 amps (voltmeter: ref-002629), which is within the normal operating range of 0.196-3.213 amps per r & d. This confirms that there was no short in the circuit. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. The battery pack was then disassembled and individual voltage measurements were taken from each cell starting at the black wire (vol tmeter: ref-002629). Below are the results: cell 1: -0.294 vdc, cell 2: 1.666 vdc, cell 3: 1.696 vdc, cell 4: 0.002 vdc, cell 5: -0.638 vdc, cell 6: -0.010 vdc. The likely cause of the polarity change was discussed with r & d and it was hypothesized that it was due to reverse charging. This is a phenomenon prevalent in battery packs with its cells arranged in series. It occurs when only some cells in the series are fully depleted, so when the device is turned on and current flows, a reverse charge builds up in some of the cells. Since no single cell appears to have been drained prior to the rest the root cause of this failure is related abrupt battery failure. The batteries were depleted prior to the led switching from solid green to blinking red. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking. Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions." A review of the device history record found that the driver passed all the release criteria. The device was released in 02/2020 and is approximately 1.5 years old. The customer's complaint was confirmed. The driver was dead (no battery energy remaining) upon investigation. The reason the driver lost power was due to abrupt battery failure. The root cause of this failure is unknown. No corrective/preventative actions will be assigned. The complaint has been confirmed as the driver was inoperable (dead, no power) upon arrival for investigation. Per the eeprom data and battery analysis, the driver failed due to abrupt battery failure. The battery pack failed prior to the led switching from solid green to blinking red. The root cause of this complaint is unknown. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Customer states they had a driver failure. Upon more investigation per email the drill showed no light indicator, no physical damage, and has no power to the device. We have record of this device going into service here 6/2020. Additional information: the patient's condition immediately prior to this event was deteriorating. There was no patient harm. The insertion in the proximal tibia under normal pressure. The approximate delay in achieving access was less than 1 minute using a back-up driver on the unit. The patient is deceased.